Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely decreased alinity c total bilirubin result was generated on (B)(6) 2022 for a newborn patient date of birth (B)(6) 2022. Sample ID (B)(6). Initial results: total bilirubin 1.07 mg/dl. Direct bilirubin 0.48 mg/dl. Repeat results: total bilirubin 14.36 and 14.32 mg/dl. Direct bilirubin 0.49 and 0.49 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
The customer reran the patient sample and the results were within the acceptable range. No instrument troubleshooting was performed and no additional discrepant result issues have been reported. A definitive cause of the discrepant result was not identified. The instrument service history review revealed zero (0) additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The 12-month search for similar complaints did not identify an adverse trend related to the current complaint. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity c-series was identified.